Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: an evaluation of the video and photos provided by the user confirmed the report. We were unable to confirm the lot number for the complaint devices and if both devices had been covered under the video and photos. The video provided shows the user attempting to load the barrel onto the distal end of the endoscope. The user had difficulty loading the barrel onto the tip of the endoscope resulting in barrel detachment. It is possible the user was not advancing the barrel as far enough as possible onto the distal end of the endoscope which caused barrel detachment. In the photos provided by the user, the first photo shows the barrel at the distal end of the endoscope. The next two (2) photos show the endoscope, gif-xtq160, with an outer diameter of 12.9 mm. The endoscope used was confirmed to be within the recommended range of 9.5 - 13 mm for mbl-6 devices. A visual examination of the barrel in the photos and video confirmed the device is correctly identified as an mbl-6. The second device in the video, which is sitting almost off screen, is an mbl-6-u device. It is unclear if this device was attempted on the endoscope. The mbl-6-u device is not compatible with the endoscope. Without return of the complaint devices a complete evaluation could not be performed. The lot number w4037064 was researched to check if any product was in our possession. All product from this lot had been distributed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible." The instructions for use direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected two (2) cook 6 shooter saeed multi-band ligators (mbl-6). The nurse wanted to use their new videogastroscope olympus qtc 160 [gif-xtq160] with a therapeutic channel for ligation with a mbl-6. This gastroscope had declared the outer diameter was 12.9 mm. It was not possible to put the barrel on the endoscope. The barrel constantly fell down [barrel detachment]. They had an idea to use a second mbl-6 ligator, but the problem was the same. They had to use an old gastroscope with a smaller diameter. They complained that the mbl-6 is declared until [for up to] an endoscope diameter of 13 mm and they lost [stock of] one mbl-6 also. The video received shows the user attempting to place the barrel of the device on the tip of the endoscope. The user is unable to fully place the barrel into position on the tip. The barrel then comes off the endoscope since it was not fully placed on the endoscope. This occurred prior to patient contact; there was no impact to the patient.